Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient will be having lead revision. The reason for revision was unknown.

Event description:
A report was received that the patient will be having lead revision. The reason for revision was unknown.

Event description:
A report was received that the patient will be having lead revision. The reason for revision was unknown.

Event description:
A report was received that the patient will be having lead revision. The reason for revision was unknown.

Event description:
A report was received that the patient will be having lead revision. The reason for revision was unknown.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the location of the infection was at the back of the patient¿s head. The patient underwent a revision wherein the entire scs system was explanted. Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Additional information was received that the reason for the revision was infection. Symptoms included redness and swelling. The patient received intravenous antibiotics. The physician believed the infection was not related to the stimulator.